Manufacturer narrative:
(B)(4). Evaluation summary: x-ray demonstrated ring intact. As received, the ring exhibited moderate host tissue overgrowth. Ring sewing cloth was cut in multiple locations around the ring. Straight and even cuts across the cloth bundles were observed on some of the cuts. Silicone cuts were observed underneath the cloth cuts. Sutures remained attached around the ring. Moderate host tissue overgrowth was seen on the explanted ring. Post-operatively, the body undergoes various phases of the tissue response continuum resulting in the fibrous encapsulation of the ring. Local and systemic factors of the patient may play a role in the wound healing and inflammatory responses to biomaterials and implants. The root cause of this event cannot be conclusively determined; however, patient related factors likely contributed to this event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that an annuloplasty ring was explanted after an implant duration of three (3) years and six (6) months. The reason for explant was not provided. However, the ring was returned for evaluation and exhibited moderate host tissue overgrowth. No other details available.